Event description:
Patient was discharged following control of arrhythmia, no further low flow alarms were experienced that admission. No further battery alarms reported. No further information provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted due to nausea and vomiting. Patient has low flow alarms in setting of atrial arrhythmia for which she is being treated for. There were no other unusual events recorded in the log file. The mcs equipment is operating as intended. No further information provided.

Event description:
It was reported that the patient had positive driveline cultures for staph aureus on (B)(6) 2019. Patient continues on chronic antibiotic therapy. CT images show continuous improvement with decrease fluid collection noted. Team is deferring pump replacement, and considering transplant as an option however patient has a history of non compliance. No further information was provided.

Manufacturer narrative:
Section b5: patient pump exchange has been previously reported under MFR #2916596-2020-00467.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2020 due to driveline infection. No further information provided.

Event description:
Patient was admitted with complaint of abdominal pain, nausea and vomiting. Low flow alarms were noted and thought to be associated with the patient's atrial fibrillation/rapid ventricular rate. Patient was started on amiodarone drip and then converted to oral amiodarone prior to being discharged with control of rate but continued atrial fibrillation/flutter. No further information was provided.

Manufacturer narrative:
Device evaluation: a direct relationship between the device and the reported atrial arrhythmia could not be conclusively determined through this evaluation and a direct cause for the patient¿s reported driveline infection could not be conclusively determined through this evaluation. Additionally, evaluation of pump revealed incidental findings of superficial damage to the pump cable, as well as pump cable inline connector bend relief discoloration. Pump was returned assembled with the pump cable severed approximately 8.5 inches from the pump header and the remaining portion of the pump cable as well as the modular cable were returned attached to each other at the inline connector junction. The pump cable was covered in rescue tape approximately 19 to 20 inches from the pump housing. The sealed outflow graft attachment was returned attached to the pump cover outlet port. The apical cuff was not returned, and the cuff lock was disengaged. Upon removal of the rescue tape, the pump cable jacket was noted to be cut approximately 19.5 inches from the pump. All layers of the pump cable were removed, and the underlying wires appeared unremarkable. The pump cable inline connector bend relief was also noted to be dark brown. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log files contained data on 07oct2019 from 7:50:24 am to 10:45:00 am and from 1:31:22 pm to 4:16:45 pm. The pump was set to a fixed speed of 5800 rpm and operated at or above the low speed limit of 5600 rpm for the duration of the log file. The log files recorded 3 low flow faults when the patient¿s calculated flow temporarily dropped below the low flow threshold of 2.5 lpm for less than 10 seconds. The log file appeared to capture the system operating as intended. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The account reported that the patient was having low flow alarms in the setting of atrial arrhythmias and was being treated. The patient also tested positive for a driveline infection on (B)(6) 2019, while admitted. CT images showed decreasing fluid collection. The patient was continued on chronic antibiotic therapy until undergoing a pump exchange on (B)(6) 2020. Cardiac arrhythmia and infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook contain information on how to clean and care for the driveline. Incidental findings: evaluation of pump revealed an incidental finding of superficial damage to the pump cable, as well as pump cable inline connector bend relief discoloration. No further information was provided. The manufacturer is closing the file on the event.

Event description:
It was reported that the patient will undergo a pump exchange planned for (B)(6) 2020. Patient currently remains on triple antibiotics. No further information provided.